Manufacturer narrative:
A review of the device history record for strattice lot s11259 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. Additional and/or corrected data: a2, b3, b5, b6, d4, h4, h6.

Event description:
This is follow up#1 to report on 08/apr/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent an ¿incisional hernia¿ surgery and was implanted with strattice device on (B)(6) 2014. The patient underwent a ¿removal of infected seroma with rind with culture; primary closure of 2 left lower quadrant hernias with strattice underlay of the entire bilateral lower quadrants and lysis of adhesions¿ on (B)(6) 2015. The patient was implanted with another strattice device on that date. No further revision or removal surgery was indicated on the form for this device. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿hernia recurrence, pain, seroma, adhesions, infection, wound/wound vac.¿ the form lists the conditions that were treated were ¿hernia recurrence, pain, seroma, adhesions, infection, wound/wound vac¿ on or about (B)(6) 2015. The ppf form also indicates the patient was implanted with a non-abbvie device, ¿atrium c-qur v-patch¿ on (B)(6) 2009. The form indicates that this device was revised on (B)(6) 2012 due to ¿laparoscopic repair of left spigelian hernia/ventral hernia; laparoscopic lysis of adhesions; myocutaneous advancement flap and abdominal wall reconstruction; abdominal pelvic lavage.¿ the patient was implanted with another non-abbvie device, ¿bard sepramesh¿ on (B)(6) 2012. The form indicates that the device was revised on (B)(6) 2014 due to ¿exploratory laparotomy, reduction of large complex seroma/hernia sac; reduction of bowel contents; repair of left flank incisional hernia with strattice mesh, primary closure of a small defect in the midline suprapubic area.¿ the patient was implanted with a third non-abbvie device, ¿covidien parietex¿ on (B)(6) 2015. The form indicates that this device has not been revised or removed. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2014. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2014. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.